Event description:
It has been reported to philips that during a procedure x-ray was not available. A system restart did not resolve the issue and the procedure was cancelled. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that there was an communication problem with the x-ray pc. The x-ray pc has been replaced and the system was returned to use in good working order. Further investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
According to the information collected, the issue was identified before the procedure was started. A network card issue in the x-ray pc caused the pc failure.